Event description:
After a transfemoral tavr procedure, upon sheath removal, it was noted that there was a large perforation of the right iliac. Two covered stents were placed and the perforation was sealed. Distal flow to the legs was noted. Initially, access was achieved and serial dilation of the vessel was performed, and the sheath was inserted. At time of insertion there was a drop in bp form 130 to 90. The pressure stabilized and a note was made to look at vessel upon sheath removal. The delivery system with the valve was inserted and was unable to get through the sheath because the sheath was kinked near the distal tip. The delivery system was removed and a second sheath was inserted. The same issue was encountered when attempting to insert the delivery system into the second sheath. A third sheath was inserted and delivery of the valve was successful using a lunderquist wire. The patient's access vessel minimum luminal diameter (mld) was measured at 8.2 x 7.2. The vessel was noted to be mildly calcified and mildly tortuous. As per report, the sheaths both kinked in the exact spot that there was some discrete calcium and possibly during insertion tore the vessel.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 22fr sheath is 7mm. The patient's mld was adequate, however, there was a discrete are of calcium that was causing the sheaths to kink and likely contributed to the vessel perforation during insertion of the sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.